Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors response button was intermittently functional.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors response button was intermittently functional. The front response button was intermittent. The cause for the failure was that the front response button cover and switch were missing. The root cause of the missing switch cannot be positively identified. No adverse event resulted from the damaged monitor.